Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating with the server. A technical support specialist dialed into station and observed the station in retry mode from database synchronization logs due to a structure query language (sql) foreign key constraint error related. As per knowledge article (ka) - "retry mode: tx.encounteritemtransaction on patientallergyset table", ran a query on the station database and identified the affected transaction, informed the customer that a dispense activity was performed on a patient with mismatched allergy data between the station and server, and received approval to skip the transaction, stopped the database synchronization service on the station, then accessed the server and enabled allow skip under user only, restarted database synchronization, encountered another retry for a different encounter key, retrieved the transaction, and performed another skip. The station resumed uploading successfully, and a full synchronization was completed to ensure no further retries occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server were not communicating with the server. However, there were no delays, adverse events or injuries reported based on this event.